Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/29/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported that they were trying to fill the needle and it didn't fill with insulin. The insulin seemed to just refuse to fill. Syringes do not appear to be bent, damaged or have any other physical issues. There was no accidental needle stick and she had issues with just two of the syringes in the package. She didn't need to seek medical attention or anything.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.